Manufacturer narrative:
Na

Event description:
The customer reported via our sales rep that after successfully bringing in of the lag screw and the locking bolt they tried to loosen the nail holding screw which failed. Then they explanted the nail and continued by implantation of a new implant with new instruments. The surgery was finished successfully with desired result and delay of 10 minutes.